Manufacturer narrative:
(B) (4) per the abbott medical director, the diagnosis at the time of death was septic shock and cause of death was not attributed to cardiac disease. The patient was admitted with hemorrhagic enterocolitis and cardiac decompensation with elevated troponin-I results attributed by the customer to interferences. Information is not available regarding impact to patient management due to the elevated troponin results. The initial troponin result ((B) (6)2010) was associated with elevated ck-mb, alt, ast and an altered EKG. Subsequent elevated troponin ((B) (6)2010) of >50 indicated a normal EKG. It is also unknown if the persistent elevated troponin values were associated with the cardiac decompensation. In patients with acute decompensated heart failure, a positive cardiac troponin test is associated with higher in-hospital mortality, independent of other predictive variables. It is unknown if there was an impact on the sepsis treatment caused by the result and therefore, cannot rule out an association between the elevated troponin results and the event. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer questioned elevated architect stat troponin-I results generated on a (B) (6) man with hemorrhagic enterocolitis and cardiac decompensation. The customer was not able to explain the abnormal troponin-I results and believes, it was due to interferences. The patient had the following clinical picture: date arch tn-I ck mb ECG alt/ast(B) (6)2010 5.32 24.5 altered upward shiftunk 6 (B) (6)2010 >50 3.9 normal(B) (6)2010 23.79 the patient died with a diagnosis of septic shock. The customer stated the patient did not die from cardiac disease. It is not known if there was any impact to patient management due to the elevated troponin-I results.

Manufacturer narrative:
(B)(4) - a review of customer complaints did not identify any adverse trends. The architect stat troponin-I reagent lot number used by the customer was unknown. Customer complaints received from 01apr2010 through 09aug2010 were reviewed. The complaint data review did not identify an increase in the number of complaints related to the customer's observation of discrepant patient results (elevated) while testing with architect stat troponin-I reagents. Testing was performed on the two patient samples returned by the customer to determine if any sample interference could be identified. Manual dilution testing was performed on both samples and sample 2 was treated using a heterophilic blocking tube (hbt) as a method to eliminate false positive results due to heterophilic interference. Dilution linearity results met product requirements as stated in the package insert. In addition, hbt testing showed no difference between the treated and untreated sample. Although a specific reason for the elevated result could not be determined, based on the testing data, we believe the elevated result the customer observed does not suggest hama or heterophilic antibody interference. Based on the results of this investigation, the architect stat troponin-I assay is performing as intended and no malfunction was identified.